Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device motor did not run, there was a hole in the cord, the device was power broken, and had a bad thermistor. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the motor would not run, the cord had a hole, the device was power broken and had a bad thermistor. During repair and disassembling of the device it was discovered that the flex circuit which contains the thermistor was corroded and the encasement was split creating thermistor failure. It was determined that this condition was due to normal use over time. The condition of the motor will not run was actually an intermittent operation due to corrosion. This condition was determined to be due to normal use over time. The hole in cord is due to the softened hose rubbing against the cord retainer. It was determined that this condition was due to normal use over time. The power broken failure was determined to be due to improperly using the disconnect sleeve while the motor is in use which caused damage to the lock cylinder and pawl release therefore motor will run when safety is engaged. If additional information should become available, a supplemental medwatch report will be submitted accordingly.